Event description:
The tip was suctioned and placed into an inventory (hazard) bag [foreign body] broken tip [device breakage] . Case narrative: case number (B)(4) is a spontaneous report received from other healthcare professional via medical information department (advanz pharma) (reference ID: (B)(4) on 24-jan-2025. This case refers to a patient with unspecified demographics who experienced device breakage (broken tip) and foreign body (the tip was suctioned and placed into an inventory (hazard) bag) during photodynamic laser therapy with photofrin (porfimer sodium) and optiguide fiber optic diffuser (pb710, 1cm). The patient's medical history, historical medication, current condition and concomitant medications were not provided. On (B)(6) 2025, at 4:30 cst, the patient was being treated by physician with photofrin via a fiber pb710 1 cm (lot number was di24047 and expiry date 10-oct-2029) at hospital. At the 250 second mark, the procedure was paused to reposition the fiber. During the process of pulling the fiber back through the bronchoscope, a small metal tip from the fiber slid off. The tip was suctioned and placed into an inventory (hazard) bag. The fiber placed back to the optiguide sleeve, and the light was turned off, ensuring the laser was not active at the time the tip detached. No harm was done to the patient, as the tip was intact, and nothing was left in the airway. The fiber was recalibrated, and the procedure was successfully completed with the new fiber. Both the fiber and the detached tip were in possession and awaiting further guidance on how to proceed. Upon follow up, it was reported that, complaint fiber was sent, and product quality investigation was done for it along with checking of device history records and testing data. Proximal end (sma end) was in good condition. Distal end- both silver rod and brass rod were missing on the distal tip. Per customer's complaint, at the 250 second mark, the case to reposition the fiber was paused, and she was pulling it back through the bronchoscope and a small metal tip from the fiber slid off. Analysis: the possible cause for the fiber tip to come off during retrieval could be caused by multiple factors such as debris/kinked/bending inside the ID of the bronchoscope. Batch record review- lot# di24047 qty (B)(4) shipped to customer. DHR identifies 100% completion of all components and processes as required with operator initials, dates, part numbers, lot numbers, work instructions and revisions as applicable. All inspections are 100% completed for each device including final inspection before sterilization, qc quarantine inspection after sterilization and packaging, labeling inspection prior to release for shipment. The uniformity test data record is complete and indicates each device conforms to the required specifications. Follow up analysis of device (di24047) returned to laser peripherals from pinnacle stock. Device was received in the pouch unopened. Initial qc inspection showed no evidence of damage or breakage (reference qc images). R and d analysis and testing showed that the device was in good condition and passed the calibration and uniformity testing per specifications (reference r and d images and repeated uniformity test data record). For fiber 1: percent uniformity test data calibration for lot di24047 calibration percent was 86 (top output 16.00; bottom output 17.00); percentage uniformity was 96%. Conclusion: there was no evidence that any of the devices of either of these lots would be in any way defective or not meet the performance of the required pinnacle specifications. The cause of the tip breakage resulting in the missing silver and brass rod noted in the original failures sent on RMA 2154 was unknown, there were no indications that those were related to manufacturing given the device history records and testing data. Other possible causes could be handling, incorrect fit or interface with ancillary instruments, or error during use. The patient's treatment medications and lab data were not reported. At the time of this report, the outcome of the event device breakage and foreign body was unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other medically important condition for events foreign body and device breakage. The reporter considered the events foreign body and device breakage to be possibly related to optiguide fiber optic diffuser, while unlikely related to photofrin. Consent to follow up with the reporter was provided. Follow-up information was received on 26-feb-2025 with reference ID: (B)(4). Additional information received: investigation report and reference numbers were added. As per pqc investigation report, event ¿device malfunction¿ was removed. Narrative incorporated accordingly. This report is being submitted in response to CAPA provided for the 483 during the recent inspection by usfda. Case comments: the case is assessed as serious and unlisted as per the company rsi. The case is classified as serious due to intervention required (tip retrieval using suction). The company considered the event of device breakage and foreign body to be unlikely related to photofrin (porfimer sodium), as the event was reported with the device and not the drug. As there is no direct link was established between photofrin and the device malfunction, and no adverse reaction occurred from the drug, the company considered the event of device breakage and foreign body to be possibly related optiguide fiber optic diffuser. The breakage may have occurred during procedural manipulation, potentially due to mechanical stress such as kinking, bending, or friction within the bronchoscope. The detached tip was retrieved without patient harm, and the procedure was successfully completed using a new fiber. The pqc investigation could not establish any indication that the events are related to manufacturing given the device history records and testing data. Other possible causes could be handling, incorrect fit or interface with ancillary instruments, or error during use. Based on the available information, there is a potential to cause serious injury if the incidents were to recur.

Manufacturer narrative:
The fiber and the broken tip were under possession of reporter complaint: distal end- both silver rod and brass rod are missing on the distal tip. At the 250 second mark, we paused the case to reposition the fiber, and she was pulling it back through the bronchoscope and a small metal tip from the fiber slid off. This is default text configured for block h10.